Manufacturer narrative:
The agent reported (a portion of plastic tip of secondary femoral impactor sheared off during impaction. Surgeon unable to locate plastic piece upon realizing the situation. Surgeon had not completed full closure of knee. Piece located on floor. Surgeon removed suture in place to inspect knee. Liner exchanged. Patient closed and case completed. Age-60/gender -male.) This event occurred during surgery, near the patient. Significant adverse event was reported by the surgeon. The surgery was completed as intended, with a one-and-a-half-hour delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The instrument was returned to djo and after further examination, the plastic part of the instrument sheared off. A review of 800-05-025 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review shows 87 prior complaints filed against the instruments' item number that reports a similar failure (photos attached). The reported lot is of an old revision. S303 - broke/cracked/damaged, 87. S102 - dull/worn, 1. The root cause of this complaint was likely placement of the impactor under a sharp edge can lead to notching and stress concentration. Additional impaction may lead to breakage.

Event description:
Instrument failure - 1.5 hour delay in surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.